Event description:
The report received from the affiliate, indicated that when a 2.5x15mm firestar balloon catheter was inflated in a 99% de novo and highly calcified lesion in the proximal to distal lad, the balloon ruptured at 8 atm. The physician confirmed the balloon rupture, because blood was flowing back. Therefore, different balloons a 1.5x9mm ikazuchi and then 2.5x10mm at 22 atm were used for pre-dilation. Then 3 cypher stents were implanted. The procedure was safely finished and there was no pt injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Please note that the device was received for analysis, but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.